Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Release criteria was followed but there was low compression and a shoulder at 135-degree angle. The following day, the device was noted to have embolized from the laa to the left side of the heart. The device was percutaneously snared out of the heart and a retroperitoneal bleed resulted from the femoral access site and patient death occurred.